Manufacturer narrative:
Other, other text: one infusion pump was received for evaluation. Visual inspection of the device found it to be in good physical condition. Upon start up, the customer complaint was not verified. Upon review of the event history log, a backup audible alarm post error was noted confirming the reported customer complaint. The problem source has been determined to be unknown.

Event description:
Information was received that device had back up audible alarm failure. Incident occurred upon turning on the device; no patient involvement.